Event description:
The patient was seen for vns interrogation and high impedance was seen. It was noted that the patient's seizures are stable and the patient reports no pain or any trauma that could have damaged the lead. The patient was referred to the surgeon for x-rays. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
B3 date of event, corrected data: initial report inadvertently listed the event date as (B)(6) 2022 and not 02/15/2022. G3. Date received by manufacturer, corrected data: initial report inadvertently listed the aware date as (B)(6) 2022 and not 02/15/2022.

Event description:
The patient underwent surgery due to high impedance. The lead connector pin was removed and reinserted and eight consecutive system diagnostics showed ok impedance. No vns therapy devices were replaced. No additional relevant information has been received to date.